Manufacturer narrative:
Device evaluation indicated that the ipg passed the visual and performance tests performed. Device evaluation indicated that the lead passed the visual test performed. No complaints about the functionality of this device were reported. The ipg exhibited normal device characteristics. The paddle lead was intact, and no parts of it were missing. A review of sterilization record did not find any anomalies or deviations that potentially relate to the reported event.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient had infection at both pocket and lead sites. Patient had a slight increase in pain, large amount of drainage and wound was not closing. The physician did not believe that the infection was device or procedure related. The incision did not heal very well which allowed bacteria to get into the pocket site. Antibiotics were prescribed. The patient underwent an explant procedure. The patient was doing well.

Event description:
A report was received that the patient had infection at both pocket and lead sites. Patient had a slight increase in pain, large amount of drainage and wound was not closing. The physician did not believe that the infection was device or procedure related. The incision did not heal very well which allowed bacteria to get into the pocket site. Antibiotics were prescribed. The patient underwent an explant procedure. The patient was doing well.